Manufacturer narrative:
The patient's weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 4 months. The patient remains ongoing with lvad support with the non-grounded power module patient cable; therefore, a full evaluation of the device could not be conducted and a root cause could not be determined. The system controller log file captured low speed and low flow hazard alarms correlated with multiple pump stoppage events that appeared to occur while the patient was supported by the power module. An x-ray of the internal portion of the driveline was reviewed and appeared unremarkable. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that the patient observed a red heart alarm and noticed low pump speed and low estimated flow parameters. The patient was asymptomatic. An evaluation of the system controller log file was noted to be ¿suspicious¿. An x-ray of the driveline showed no clear point of concern. The patient was provided a non-grounded power module patient cable, and was discharged home with plans for close monitoring. No further information was provided.